Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - speech disorder.

Event description:
It was reported that"insufficient information for complaint classification" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction h2 correction.

Event description:
It was reported that an adverse event occurred. The date of event is an approximation. On (B)(6) 2025, it was reported by the patient's sibling that the patient was admitted to the hospital due to dka. Reporter explained that she could only provide limited details about the event as she wasn't with the patient the whole time. Reported went to the patient's house at around 11:00 am and when she checked the patient's cgm receiver, it was showing egv 193 mg/dl, and the patient was feeling fine at that time without any symptoms. So the reporter left then came back at around 4:00 pm and the patient was already showing symptoms: disoriented, violent, sheer speech, while egv was "high" at that time, but the reporter couldn't tell if the receiver gave an alert/ warning. Concerned, the reporter called 911 for medical assistance. When the paramedics arrived , they performed a bg test and showed around 500 mg/dl and egv "high" so they immediately transported the patient to the emergency room (ER) for further assessment. The reporter couldn't provide any other details, nor the details about the medication/ treatment provided to the patient as she did not go with the patient when transported to the ER, but she said that when she access the ER's portal, she saw that the patient's bg reading when he arrived at the ER was over 1000 mg/dl and was confirmed dka. Reported said that the patient was admitted for 5 days due to dka, and was discharged on (B)(6) 2025. The patient is feeling fine upon discharge. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.